Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of not sure delivering insulin. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) began to go high on (B)(6) , 2025, and the patient¿s husband called 911 on sunday morning, (B)(6) , 2025. The patient stated they had seizures on the bathroom floor. The patient was hospitalized and diagnosed with dka. The patient¿s symptoms included high bg, seizures, and diarrhea. The patient was diagnosed with dka. An x-ray, electrocardiogram, and computed tomography scan were performed to determine the cause of diarrhea. Customer stated due to having diarrhea she had to wear an adult diaper, and she believes the diaper's band caused the pod to start coming off. The patient thought the pod had expired and thought she replaced it but couldn't remember for sure so it could not be confirmed if she was wearing a pod at the time of the event. Treatment was not reported. The patient was discharged after 15 days in the hospital.